Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, omsc surmised that the reported phenomenon was attributed to the either followings. - the failure of the converter and/or the igniter inside the subject device. - the life span of the examination lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the error e103 which indicated the subject device had broken down was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.